Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery to remove the essure implant) on (B)(6) 2014. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted). Date(s) of removal: (B)(6) 2015 (discrepancy noted). The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product indication, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (removal of essure implant- hysterectomy - uterus). Essure was removed on (B)(6) 2014. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted). Date(s) of removal: (B)(6) 2015 (discrepancy noted). On follow-up of (B)(6) 2023: date(s) of insertion: (B)(6) 2011 (discrepancy noted). Date(s) of removal: (B)(6) 2015 (discrepancy noted). Implant state: tx. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (she had surgery to remove the essure implant- hysterectomy - uterus). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted). Date(s) of removal: (B)(6) 2015 (discrepancy noted). On follow up of 02may2023: date(s) of insertion: (B)(6) 2011 (discrepancy noted). Date(s) of removal: (B)(6) 2015 (discrepancy noted). Implant state: tx. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: surgery type updated, narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.